Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that just after autoclaving the device, a non-clinical activity, the locking plates of the hercules 3 arm were found broken and pieces of the device were missing. There was no patient or surgery effect as this occurred during a non-clinical activity.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on august 31, 2015. Method: device from reserve sample evaluated; fatigue testing; photographicl inspection. Results: stress problem; improper physical structure. Conclusions: maintenance deficiency. The actual sample was not returned for evaluation; however, pictures of the affected sample were provided by the user facility. Inspection of these pictures confirmed that the locking plates were broken. There was no damage or indication of mishandling seen from the pictures. It was noted that the locking plates failed at the hole where the stress would be the greatest on the part when load is applied. Five unused arms that had been manufactured by the previous owners of this product, endoscopic technologies, inc., were set up on the instron and were cycled though 1000 uses. The arms were subjected to cycles of extreme flexion and relaxation, in order to force a failure of the plates. There were no failures during the testing of the five samples. It is likely that the cause of the plates failure is an abnormal use condition. This failure is likely related to damage caused to the lock plate integrity during re-processing, which would be sterilization while the unit is in a locked state. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.